Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that all three icons (charge pak, attention and service wrench) icons were present on the display and that the device would not power on when prompted. Physio determined that the cause of the reported issue was that the internal hybrid layer capacitor (hlc) batteries had depleted; however further component level cause could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and upon attempting to power the device on, there were no voice prompts. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary, and the lack of voice prompts would leave the device user without instructions on how to use the device in an event. There was no patient use associated with the reported event.